Manufacturer narrative:
Complaint confirmed, the anvil broke off. The anvil was worn due to impaction. The edges of the anvil were also dented. The device was discolored and the inner component was stuck. The cause is undermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that while the surgeon was performing a tsa procedure, after appropriately drilling the glenoid in preparation for vault lock implant, the round impactor attached to the handle sheared off. The case was completed by using a new ar-9233 without further issue.